Manufacturer narrative:
The crrs I and ii assay was performed on the galileo using customers returned samples. Plasma 1, 2, 3, 4 and the serum of patient (B)(6) as well as a known anti-k+ plasma were tested. All samples reacted positive with the k-antigen carrying cell 2 and negative with cell 1 as expected. Testing was performed with stripes of crrs (I and ii) lot w162 and lot w161. Plasma 1, 2, 3 and 4 and the serum of patient (B)(6) reacted 2+ to 4+ with cell 2 and negative with cell 1 as expected for an anti-k positive sample. The known anti-k positive plasma used as control reacted also as expected, 1+ - 2+ with cell 2 and negative with cell 1. The crrs I and ii assay was performed on the galileo using the same reagents as previous testing this time including in-house donor samples as negative controls and a 1:16 diluted anti-k reagent serum as positive control. Plasma 1, 2, 3, and 4 and the serum of patient (B)(6) reacted positive with the k-antigen carrying cell 2 and negative with cell 1 as expected. All negative donor samples and the anti-k reagent dilution 1:16 displayed the expected reactivity as well. The customer issue was not reproduced.

Event description:
A customer reported unexpected negative results when testing a patient sample with an known anti-k with capture-r ready screen (crrs) I and ii lots w161 and w162.